Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2009, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or past readings. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that on the morning of the same day, she obtained alleged high blood glucose readings of '144 and 165 mg/dl" with the subject meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 20% and/or <=20 mg/dl. As a result of the issue, the patient stated that she took her usual dose of diabetes medication after breakfast (5mg of glipizide and 500 mg of glucophage). Approximately 4 hours after testing, the patient claimed she began to feel "shaky and spacey" and treated self with food. At the time of troubleshooting, the cca noted that the patient was using the correct testing technique; however, did not clean the puncture area prior to testing. The cca walked the patient through a control solution test and obtained a result that fell within the specified test strip range. This complaint is being reported because the patient claims she developed symptoms suggestive of severe hypoglycemia after the alleged issue began.